Manufacturer narrative:
Insulin pump received with intermittent buttons due to unlocked connector at lcd board. Insulin pump received with cracked case at display window corners and minor scratches lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced keypad anomaly while clearing an alarm. Customer states that esc and act buttons were not responding. Customer's blood glucose was 168 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.